Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 322 mg/dl at the time of the incident, current blood glucose was 116 mg/dl and blood glucose was 400 mg/dl. The customer had symptoms fatigue, not hungry. Was assisted with troubleshooting and declined for high blood glucose. The customer was treated. Customer will return device for analysis.